Manufacturer narrative:
The customer reported that the ECG readings are incorrect. The customer stated that they put new leads on the bsm and tested it on a simulator but the issue persisted. A loaner was sent to the customer and the device was returned to nihon kohden for evaluation. The device was tested at nihon kohden and the reported issue was duplicated. The ECG block kit was replaced. It was found that the ECG input block enclosure was damaged and needed to be replaced. During the investigation, additional issues with the nibp functionality were detected and the nibp pump, nibp socket, double and single l-tube were replaced to resolve the nibp issues. Issues were also found with the gas unit and replacement of the gas unit was recommended. Nihon kohden repair center tested and completed all steps in the maintenance check sheet per the service manual and the unit now operates to manufacturer's specifications. No harm was reported.

Event description:
The customer reported that the ECG readings are incorrect.

Event description:
The customer reported that the ECG readings are incorrect.

Manufacturer narrative:
H10: additional narrative: lane lebeau reported on (B)(6) 2018 that their bsm-5135a (sn: (B)(6) ) was displaying incorrect ECG readings. Service requested: repair/loaner. Service requested: repair/loaner. The unit was cleaned and evaluated. The reported problem of "ECG is producing incorrect reading" was duplicated. However, we inspected the unit and found the ECG input block enclosure was damaged. During investigation we found additional failures such as nibp check test #6 - step deflation, and test #7 - air leak failed. We also checked the gas unit and did not see alarm "check water trap". We also saw cal error. Recommends replace gas unit to resolve the issues. Replaced input block enclosure, ECG input block kit, nibp pcb pump, nibp socket, nibp elbow tube, input enclosure label, and gas unit resolved the issues. Tested and completed all steps in the maintenance check sheet per the service manual. The unit completed 3 days of extended testing and operates to manufacturer's specifications. 6111006992a input block enclosure, bsm-5100 1 ys-086p3 ECG input block kit, bsm5000 1 ur-3567 pcb, nibp safety, bsm4000/5000 1 515542c socket, nibp, ay-xxxx, bsm-35/41/51 1 6113044928c socket tube, bsm4000/5000 1 6113044919 nibp elbow tube, bsm-5100 1 6123014069a input enclosure label 1 cd-247p gas unit for bsm-5130 1 investigation result(s): the bsm-5000 series was discontinued on august 3, 2011 due to the introduction of the bsm-6000 series monitor (see attached). The device was installed in (B)(6)and the issue was reported in (B)(6); 11 years after the end of warranty date. The device serial number history shows that there have been no further/previously reported issues nor servicing for this device displaying incorrect ECG readings. Notification 300133142 was generated at a later date for a separate issue, further supporting that replacing the ECG input block and other components resolved the issue. The root cause of the issue has been identified to be damage to the ECG input block enclosure due to customer mishandling the unit. Additional failures found (nibp and gas unit) are the result of age and use over time. Section 6 of the bsm-5000 service manual states that the customer should perform a maintenance check once every six months to detect degradation or failing of parts. Trending analysis found no similarly reported issues regarding bsm-5135a and incorrect ECG readings. This indicates that the issue is isolated to this facility, therefore there is no suspected adverse trend. The issue was resolved through servicing the unit and replacing failed parts. Investigation by qe has been completed. Corrected information: b3. Date of event b4. Date of this report. Should be 06/20/2018 on MDR initial report g4. Date received by manufacturer: should be 05/21/2018 not 06/20/2018 as listed on MDR initial report h3. Device evaluated by manufacturer? Summary attached - incorrectly selected